Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a perforation and high blood pressure. During a pulse field ablation (pfa) procedure to treat an off-label persistent atrial fibrillation, a farawave 2.0 nav catheter was selected for use. During the procedure, the guidewire got stuck at the point of when the physician needed to pull it back from the left superior pulmonary vein to maneuver the catheter into the inferior vein. The physician tried to advance the guidewire and couldn't advance. Then undeployed the catheter and pulled it back into the sheath and yanked the wire back. Blood was noted to come out of the et tube and the blood pressure was elevated. The blood pressure tanked later and the blood looked pulmonic. The intracardiac echocardiography (ice) confirmed a tear that required to be patched. The patient recovered successfully and was discharged from the hospital. The device is not expected to return for laboratory analysis.